Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. The meter was found to have a "processor failure"and did not power on when the ok button was pressed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient's niece contacted lifescan (lfs) alleging the patient was unable to check her blood glucose with her onetouch ultra2 meter due to it not powering on. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient /reporter by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter claimed the alleged issue began on (B)(6) 2012 between 8-9am. She reported that 1 hour prior to attempting to test, the patient was experiencing symptoms of "dizziness and tiredness" and therefore needed to check her blood glucose when the alleged issue occurred. The patient reportedly manages her diabetes with metformin pills 850mg 3x per day and glipizide pills 10mg 2x per day and denied making any changes to her usual diabetes management routine as a result of the alleged issue. The following morning, she reportedly went to the emergency room (ER) due to her symptoms and not being able to test. She was tested on an hcp meter (brand unknown) and was told her blood glucose was "low." She stated the doctor gave the patient a shot in her arm but could not specify what it was. She claimed the patient went back to the ER for low glucose on (B)(6) 2012. During this visit, she reported that her blood glucose value was "76 mg/dl" on the hcp meter and it is not known if she received any hcp treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. Although the patient's symptoms started before the issue with the subject meter, this complaint is being reported due to the patient requiring hcp treatment after the alleged issue occurred.